Event description:
It was reported that during an unknown procedure, the mechanical suture was used at the time of shooting and the third time of mechanical suture it got blocked and didn't work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: just for clarification of the event. Did the device staple? Did the cut? If the device stapled, was the staple line complete? If the device cut, was the cut line complete? What type of procedure was the device used in?

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.